Event description:
Procedure: gastric bypass. According to the reporter: the cartridge was stuck on tissue which resulted in tissue tearing and increased the time of the operation. Also cartridge would not load on to the gun. The cartridge was bouncing out. The tissue damage was on the gastric pouch resulting in over sewing of the staple line. Another device was opened and used. Add'l info has been requested.

Manufacturer narrative:
(B)(4).